Event description:
Customer called to report the insulin pump had a crack around the opening of the reservoir compartment. Reservoir did not lock into place properly due to the damage. Customer stated the damage occurred from normal use. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case display window corner and cracked reservoir tube lip. (B)(4).